Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer was hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of unknown. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated they was unconscious and passed out. The insulin pump will be returned for analysis.